Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Inspection and testing confirmed the reported issue. There was no image from the camera head due to a faulty cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that while preparing for an unspecified procedure, there was no image on the camera head. The intended procedure was completed with a similar device. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon of ¿no image¿ might have occurred because the inside of the cable was damaged. However, the cause could not be determined as to why the inside of the cable was damaged. There was no defect found on the external appearance of the cable. Olympus will continue to monitor field performance for this device.